Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of triage cardiac lot t15512rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.

Event description:
Discrepant high tni on cardiac panel vs abbott architect date of occurrence (B)(6) 2025 patient information: 29 y/o female. History: per provider, there is no family hx of cardiac or clotting issues. Sx: sob, chest pain. Dx: negative chest xray, unspecified chest pain. Treatment: none, discharged following negative serial troponin. Medication: takes baby aspirin, vitamins and zoloft.